Event description:
Customer reported obtaining back to back results of 179 mg/dl and 88 mg/dl on the advantage system. Customer also reported performing an additional set of back to back tests on the advantage system with results of 341 mg/dl and 116 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.